Event description:
Revision surgery - due to the patient dislocating post operation.

Manufacturer narrative:
The reason for this revision surgery was the result of a patient joint dislocation post operation. The in-vivo service duration for this product was less than a day. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint against lot number 190r1005 and the first for dislocation. No information was supplied that definitively described the nature or root cause of the dislocation. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.